Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the right upper lobe abutting the pleura. The pneumothorax was initially identified on mid-procedure 3d imaging and subsequently confirmed by chest x-ray. The procedure was completed as planned without delays. The patient was admitted for two days; the pneumothorax resolved, and the chest tube was removed. The patient is now at home in stable condition. The physician assessed that the pneumothorax was not related to the ion system and would likely have occurred with another biopsy modality. The pneumothorax was considered an anticipated complication given the nodule¿s close proximity to the pleura. No device issue or malfunction was identified.